Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd insyte autog bc blu 22ga x 1.0in needle will not retract. The following information was provided by the initial reporter: "needle will not retract."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the 27 representative 22g insyte autoguard units that were received from lot #3142657. A visual and functional test of the returned samples revealed nothing remarkable. Each needle fully retracted when the safety mechanism was activated. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.